Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of infusion set occlusion on (B)(6) 2024.the blockage was located at the site. The issue occured 3 or more hours after insertion. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. No further information available.